Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the insertion of the screw, the screw was broken at final tightening. The operation time was prolonged for 20 minutes due to the screw breakage. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Placeholder.